Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet exhibited white lines across the display that progressed to full-screen distortion after a user-initiated reset, and the device was replaced. Symptoms included loss of screen visibility. Outcomes included no reported alerts impacting therapy and no hospitalization. Investigation included collection of user history, photo review, and coordination for device return. Investigation of this case revealed a display malfunction consistent with a hardware screen failure. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the display assembly.